Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached "the mid 300's" (mg/dl) while wearing the pod longer than 48 hours. Patient was initially taken to an urgent care clinic, where he vomited and was sent to the hospital. Additional symptoms reported include hyperglycemia, excessive vomiting, coughing, mucus and the presence of moderate ketones. The patient was treated with intravenous insulin and fluids, and was released the following day. The pod was removed at the hospital and was discarded.